Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot due to perpetual rebooting. Functional testing and download was unable to be performed due to perpetual rebooting. A review of the downloaded receiver log did not find any errors related to the customer complaint. Manual drop and try it 55 test was unable to be performed due to perpetual rebooting. Open receiver and measure speaker resistance and device pass, 7.45 ohms. The receiver log was reviewed and no findings were found related to customer complaint. Unction. The complaint was undetermined because the receiver was unable to complete all audio tests.. A root cause could not be determined.

Manufacturer narrative:
(B)(4). 3004753838-2024-228655 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an intermittent output and an adverse event. The patient stated that they did not hear the urgent low alert on the receiver and their blood glucose (bg) dropped to 31 mg/dl. The patient called the paramedics and when they arrived, they administered the patient with a glucose shot. The patient was transported to the hospital and was under observation for 6 hours before they were released. At the time of contact, the patient was at home and their bg levels returned to normal (144 mg/dl). No additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.